Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7288169, UDI: (b(4).

Event description:
It was reported that during the lead pull procedure, there was pus at the insertion site. The physician was unable to confirm if infection was device related and noted that it was not procedure related. The patient was administered with antibiotics and was doing well upon follow-up. The removed leads were discarded by the medical facility.